Event description:
During a coronary artery stenting treatment procedure the stent would not cross the lesion. The target lesion was located in the 50% stenosed ramus interventricularis anterior artery (riva). The 4.00x8mm taxus express2 drug eluting stent would not cross the lesion. The physician felt resistance upon withdrawal of the stent back into the guide catheter. The entire unit was removed as a whole. The procedure was successfully completed with another 4.00 x 8mm taxus stent. No patient complications were reported. The patient's status is reported as 'satisfactory/good.'